Manufacturer narrative:
Initial.

Event description:
It was reported that the user accidentally entered two lunch meal announcements instead of one, after which a hypoglycemic event occurred with a blood glucose low of 43 mg/dl that the user self-treated with oral glucose and after which the blood glucose returned to target range. Symptoms included with lethargy, malaise, and slight confusion consistent with hypoglycemia. Outcomes included transient hypoglycemia without need for external assistance and no hospitalization. Investigation included user interview and troubleshooting with education on correct meal announcement use. Investigation of this case revealed user error related to inadvertent duplicate meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error.